Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. Explant date: not applicable, as lens remains implanted. Initial reporter telephone number: (B)(6). The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the operation, the patient complained of pain in the right eye. During the post-op evaluation, the doctor found poor stability of the lens in the right eye and scratch on the surface. The patient was immediately given intravenous drip of ceffuroxime sodium and mydriasis of compound tropicamide eye drops to prevent adhesion. The patient's condition was continuously observed. No surgical intervention was performed. No additional information available.